Event description:
Treatment of an 11mm aneurysm. During the procedure, it was reported that the physician deployed the pipeline by unsheathing 1cm of the device to form a cigar shape and then rotated the delivery wire approximately 2-3 times opening the device nicely. The system was then pulled back 4mm into position and then advanced further out of the catheter by pushing on the delivery wire. Once there was approximately 1cm of the device left in the catheter, the physician repositioned the system to center it within the artery and started to push on the delivery wire only to notice that the distal tip coil had separated from the delivery wire at the capture coil. The pipeline was implanted in the patient and the distal tip coil remains in patient's basilar artery. No injuries were reported with the patient as a result of the procedure.

Manufacturer narrative:
Only the proximal broken segment of the pushwire was returned for evaluation and cross sectional analysis of the break point indicated that the failure mode occurred due to torsional overload. (B)(4).